Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was missing. Additionally, the j702 connector was pulled off of the distribution node pca. The root cause for the severed cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient had a damaged cable on the electrode belt.